Event description:
It was reported that patient presented in clinic for a routine check-up. Upon interrogation it was observed that the right-ventricular (rv) lead had low pacing impedance and loss of capture. As a resolution the rv lead was capped and replaced on (B)(6) 2024. The patient was stable and there were no patient consequences.